Event description:
Customer claimed unit went inop while in patient use. The mallinckrodt customer support engineer (cse) verified error code kp0087. The cse inspected the device and replaced the bdu/cpu to correct the problem. The unit passed extended self testing.